Event description:
Healthcare professional reported left side "asymmetry in shape and deformity of their contours due to lobulations with increased depth of folds and capsular thickening", "intracapsular rupture" and "baker grade IV capsular contracture" via us report. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported left side asymmetry in shape, deformity, contours due to lobulation, increased depth of folds, capsular thickening, intracapsular rupture, and capsular contracture baker grade IV. Device remains implanted.